Event description:
A customer contacted beckman coulter inc., (bec) and reported to customer technical support (cts) that fluid was leaking from the cap piercer wash cup in the unicel dxc 800 pro synchron clinical system. The customer stated that fluid dripped down onto capped sample tubes. Cts advised the customer to clean the fluid and disable the cap piercer, and generated a service request. There was no an effect to the user. The customer reported there was no an effect to patients; no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011. The fse found the cap piercer wash tower was overflowing due to a blockage at the flex 90° elbow fitting at the bottom of the wash tower assembly. The blockage was caused by a build up of rubber shards from the stoppers. The fse noted the blade count was over 8500. The fse replaced the blade, wick, and the elbow, and reviewed the blade maintenance procedure with the customer. Repair was verified per established procedures. The instrument operation was checked and customer tested qc.